Manufacturer narrative:
H10: the device was received on june 8, 2020 for investigation. The product complaint investigation found that the device was in good general condition. The device was powered up on a/c. The self-test was completed, without any issues. It was noted in the infuser defaults the following was set: default distal alarm pressure - 9.6psi default distal occlusion restarts - 5 default b delivery mode ¿ concurrent default nurse call-back ¿ no default end of infusion ¿ rate. The device completed a full performance verification test without issue. The alarm logs were downloaded and reviewed. Both ¿n186 distal occlusion¿ and ¿n192 distal occlusion paused¿ are in the clinical logs. No indications of abnormal pump behavior were found in the logs. The observed behavior is all within the pump¿s design criteria. The device was run per the customer¿s protocol at 2ml/hr for three hours. The device completed delivery with no issue. The device alarmed audibly ¿vtbi¿ after three hours. The distal occlusion was confirmed in the history logs but was not duplicated when running customer protocol. There was no fault found with the device. The probable cause could not be determined. The device history review was reviewed and there were no issues noted during the manufacturing process.

Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The customer reported during an infusion of noradrenaline on a patient admitted to the critical care unit, the pump audibly alarmed distal occlusion. The infusion was stopped to resolve the occlusion, and the patient presented asystole and entered cardio-respiratory arrest. The customer reported channel a was programmed to infuse noradrenaline in a concentration of 2%, in a rate of 2ml/hr, through a central line, with a primary plum set. After 5 times, the alarm was permanent for the professional to act. The professional had to disconnect the pump set from the central access in order to unblock it, which had collapsed. The set was being used for approximately 48 hours. The access could be unblocked, and the pump was able to continue infusing, however the pump and the set were segregated for analysis. Although requested, no additional information has been provided.